Event description:
It was reported that the customer was receiving no delivery alarms. Advised that no delivery alarms were often related to the infusion set, insertion site or insulin. The customer's blood glucose was unknown. Troubleshooting could not be performed because the insulin pump was not present at the time of the call. It was also stated that the customer was hospitalized previously even after he had received a replacement insulin pump due to experiencing high blood glucose and no delivery issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.